Event description:
The customer reported falsely elevated magnesium generated from an alinity c processing module and provided the following data (reference range: 1.6-2.6 mg/dl). Sample ID 1024809257 initial result was 6.5, repeat result on another analyzer was 2.0. Sample ID 1024807944 initial result was 8.6, repeat result on another analyzer was 2.1. The customer communicated that no discrepant results to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ids are (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium generated from an alinity c processing module and provided the following data (reference range: 1.6-2.6 mg/dl) sample ID (B)(6) initial result was 6.5, repeat result on another analyzer was 2.0. Sample ID (B)(6) initial result was 8.6, repeat result on another analyzer was 2.1. The customer communicated that no discrepant results to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Alinity c processing module, serial number (B)(6) was inspected and found a clog in the cuvette washer nozzle #1. The clog was cleared from the nozzle and the issue was resolved. Return testing was not completed as returns were not available. The instrument service history review revealed no additional issues related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the nozzle c4 #1, #4, #5 (rohs) and found no similar issues related to the alinity c system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the nozzle c4 #1, #4, #5 (rohs). A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or nozzle c4 #1, #4, #5 (rohs) was identified.